Event description:
I ordered lovenox -aventis- prior to my knee replacement surgery in 2007. The last time I used it, they were just switching over to latex free syringes for this medication. We had to call to get the lot numbers in order to get the latex free syringes, but I was able to get them and had no adverse reactions. This time I got my shipment last friday. I could not find any indication on the package or the insert as to it being a latex free/safe product or not. The mail in pharmacy agent called me first things this morning and said they had sent the wrong ones to me. The ones I have, with lot number 09425, exp 03/2010, are not latex safe, according to the phone call I got. I thought all medical devices had to be labeled as to their latex content, so this really caught me off guard. They are trying to find the proper lot number for me now that will reflect a latex safe product for me. I hope they find it in time for my post operative needs. The lack of any indication that this product may contain natural rubber latex really took me by surprise since I thought mandatory labeling was in place. Thank good, I didn't use this now. Thank god, the gal at the mail in pharmacy was on top of this. Otherwise, I would have assumed it was latex safe! Dose or amount: 1 syringe. Frequency: daily x 14 days. Route: sq. Diagnosis or reason for use: post op knee replacement.